Manufacturer narrative:
Upon review of system logs, communication error was found between the imaging system and the navigation system, however, not enough information was captured to know the exact reason communication had errors.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the trackers on the imaging system could not be located by the navigation system. The imaging system was restarted and communication could be established. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.